Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-00309.

Event description:
The user facility reported that they were unable to insert the angio-seal device assembly. The insertion sheath assembly was attempted to be inserted into the artery; however it was unable to be inserted. Another angio-seal device from a different lot was used, although the insertion assembly of the second device could not be inserted into the artery either. Manual compression was then applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in event, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on may 1, 2019. The second device used was from the same lot, not a different lot.